Manufacturer narrative:
(B)(4). Concomitant medical products - the therapy date is unknown for the following device: model mn20200, implantable neurostimulator.

Event description:
It was reported the patient (netherlands) experienced overstimulation. Reprogramming was attempted to no avail and stimulation was turned off. The patient indicated she was unable to increase stimulation to the desired level without feeling overstimulation. Surgical intervention was undertaken and the system was explanted. The patient was part of a clinical study.